Manufacturer narrative:
The hospital ordered new machines. The screen display could not be fixed because they display model is no longer available. No report of patient involvement. Legal manufacturer: (B)(4). The hospital ordered new machines. The screen display could not be fixed because they display model is no longer available. No report of patient involvement. (B)(4).

Event description:
The customer reported a malfunction resulting in the loss of display. There was no report of patient involvement.